Manufacturer narrative:
This device is used for treatment, not diagnosis. The azur system is intended to reduce or block the rate of blood flow in vessels of the peripheral vasculature. It is intended for use in the interventional radiologic management of arteriovenous malformations, arteriovenous fistulae, aneurysms, and other lesions of the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel/aneurysm perforation, unintended parent artery occlusion, incomplete filling, vascular thrombosis, hemorrhage, ischemia, vasospasm, edema, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Based on the investigation findings the customer complaint is confirmed. The root cause of this complaint is likely due to the device being exposed to a force that exceeded the maximum tensile specification. (B)(4).

Event description:
It was reported that during a coiling treatment of a left mammary for a trauma patient, the embolization coil detached prematurely within the catheter. The coil was pushed through the catheter, it migrated down further than the intended site yet still in an acceptable area. No intervention was taken to remove the coil. No harm or injury was reported.

Manufacturer narrative:
Correction: adverse event, outcome attributed to adverse event, date received by manufacturer and type of reportable event. Mvi reference number: (B)(4). Follow-up 1 (correction).